Manufacturer narrative:
Device evaluation: one device was received and evaluated for the needle button released event complaint. The devices was inspected, and the needle mechanism functions were tested and verified to have operated as intended. The complaint about this device could not be confirmed.

Event description:
The patient reported that when pressing down on needle release button the needle would not engage into his skin. The patch would stay on his body, but the needle would pop off from time to time and he would have to pop it back (in). He has happened to him 9 times so far with his new box and it has never happened to him before. It was reported that device samples are available for return to the manufacturer for evaluation. To date, the samples have not been received.